Event description:
Patient began having unexplained pain 9 months post implantation. **update** (B)(6) 2011 - litigation papers were received. Litigation papers allege that within the two years after surgery, the known and common problem of natural biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patients blood and tissue and bone surrounding the implant.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions regarding the problem reported by the patient. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Comments from (B)(4): patient was revised for pain. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed pain and metal on metal reaction. No labs were provided for the alleged high metal ions. The MDR decision is being changed for the stem. There was no mention of corrosion as alleged. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.